Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure for a malignant tumor performed on (B)(6) 2011. According to the complainant, the stent was advanced to the correct location between the proximal ligament of treitz and jejunum and deployed. However, the delivery system could not be withdrawn as the stent caught the interior tube. The anatomy was reported as tortuous. The physician attempted unsuccessfully to close the delivery system by pushing the exterior tube handle. The proximal end of the delivery system was cut and the scope was removed from the patient. The scope was inserted again and they viewed the stent through the endoscope camera, where it was revealed that the stent had caught the edged part of the interior tube. A forceps was inserted through the scope and the delivery system was removed easily. The stent remained successfully deployed and fully expanded. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age is unknown; however patient is (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure for a malignant tumor performed on (B)(6), 2011. According to the complainant, the stent was advanced to the correct location between the proximal ligament of treitz and jejunum and deployed. However, the delivery system could not be withdrawn as the stent caught the interior tube. The anatomy was reported as tortuous. The physician attempted unsuccessfully to close the delivery system by pushing the exterior tube handle. The proximal end of the delivery system was cut and the scope was removed from the patient. The scope was inserted again and they viewed the stent through the endoscope camera, where it was revealed that the stent had caught the edged part of the interior tube. A forceps was inserted through the scope and the delivery system was removed easily. The stent remained successfully deployed and fully expanded. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Only the proximal portion of the stent delivery system was received for analysis. The returned section included the stainless steel shaft and a portion of the outer sheath measuring approximately 275mm. The outer sheath was attached to the deployment handle. A visual examination of the returned section of the delivery system found no issues. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The performance of the device was limited most likely due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.